Manufacturer narrative:
Further information was received indicating this event did not indicate a malfunction on this product and reported in manufacturer reference number 2017865-2024-71082.

Event description:
Additional information was received with technical services review, the patient does not have an intrinsic rhythm in the ra thus there was no signal for sense. There is no product malfunction alleged.

Event description:
During an in-clinic follow-up, failure to sense was observed on the right atrial (ra) lead. No intervention has been completed. The patient is stable.